Event description:
It was reported that insulation damage at the connector area and oversensing were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.